Manufacturer narrative:
Analysis: the device has not been returned to mfg for eval; without product return, review is limited and no results can be provided. Event info shows the user retrieved the proximal component during the case with no reported pt complication. Although requested, the hcp has not provided add'l event info to medtronic. Conclusion: no pt complication reported. No product return, an exact cause cannot be determined of the reported product problem.